Event description:
A report was received that the patient's ipg was depleting prematurely. The physician has recommended a revision.

Event description:
A report was received that the patient's ipg was depleting prematurely. The physician has recommended a revision.

Manufacturer narrative:
Correction to the initial med watch. Additional information was received that the patient underwent the revision procedure and the ipg was replaced. A returned product analysis indicated that the complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics.